Event description:
It was reported that the ventilator was involved in a fire. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Additional information regarding the event was received from the rt director. It was reported that the ventilator was plugged in a bank of four outlets. A reportedly non-compliant patient had a cell phone charger connected to the same outlet. According to the patient, there was a spark from the outlet and the patient then ran out of the room. The fire started at the bed and spread to the side of the ventilator, which became heavily burned and damaged. There was no patient injury.due to the damages, no further investigation of the ventilator was possible as it could not be turned on. The ventilator was not returned to manufacturer for investigation.the information received does not suggest that a ventilator malfunction caused or contributed to the fire. There is no allegation from the healthcare facility that the fire was related to the ventilator. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).